Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 16277357.

Event description:
It was reported that patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No device malfunction was suspected. All device components were explanted and will not be returned.